Manufacturer narrative:
Review of radiographic imaging studies found as follows: (B)(6) 2011 lumbar xrays show construct with rods intact and screws well positioned. On (B)(6) 2012 lumbar xrays show no interval change. On (B)(6) 2012 rod on the right is now broken and beginning to migrate proximally. On (B)(6) 2012 lumbar ap and lateral xrays show final position of migrated rod. Screws have also changed position on ap views on the left signifying pullout. On (B)(6) 2012 lumbar CT spot shows complex construct t11 to l5. Right sided rod appears to have broken above l1 pedicle screw, loosened at t12 and t11 then migrated proximally two levels. Anatomic absence of l1/2 disc is noted with some collapse of l1/2 and local kyphosis. Left t11 screw appears to have loosened and pulled out allowing for increased kyphosis across the thoracolumbar junction with considerable bone loss about the screw and penetration into the canal due to loss of medial pedicle wall. Posterior bone graft is noted throughout. Left t12 screw is also loose with similar although not as severe findings. Extensive laminectomies are noted in region of the construct.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Surgery date: (B)(6) 2011. Patient initials: (B)(6). Gender: male. Age: (B)(6). It was reported in medical records that the patient underwent lumbar interbody fusion at l2-l3 with peek cage using rhbmp-2/acs and allograft. The patient also underwent posterolateral fusion at t11-12 t12-l1, li-l2 and l2-l3. The hardware from l3, l4, l5 was replaced and new pedicle screws were placed at til, t12 and l1 bilaterally. It was reported that sometime following a posterior lumbar surgery on (B)(6) 2011 using rhbmp-2/acs, the patient allegedly sustained nerve damage, numbness in arms and legs, chronic pain in lower back and is wheelchair dependent.